Manufacturer narrative:
(B)(4). The plate was returned for evaluation. Macroscopic inspection confirms plate disassembly at ratchet spring interface; the ratchet spring is missing and is not available for analysis. Multiple witness marks on anterior face of implants noted, consistent with I implant/explantation. Optical inspection of both ratchet spring retention pockets reveal witness marks of ratchet spring on outside edge of pocket, suggesting the escape point of the ratchet springs. Examination of ratchet spring catch features identifies plastic material deformation at the "fully open" position catch feature, consistent with tensile overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a cervical spinal surgical procedure. It was reported that the plate broke while compressing with the driver during implantation. The pieces were removed. A new plate was used. No patient complications were reported.